Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 3.7 and 5.0. On 4/2: pt self tester forgot to take coumadin dose (usually taken at night). On 4/3: pt then decided (without consulting doctor) to take half dose (1.3 mg) in morning to make up for missed dose the night before and normal dose (3 mg) in evening as usual. Tested on meter after evening dose and got 3.7 inr. Called doctor. On 4/4: doctor instructed pt to hold coumadin based on previous night's result. Pt tested, but had bubble on strip and got error. On 4/5: got 5.0 on meter. Pt had no coumadin since sunday night. Caller not sure of therapeutic range, but they have to call the doctor if it is >3.0.